Event description:
It was further reported that the right ventricular (rv) lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited non-sustained ventricular tachycardia (vt) episodes and t-wave oversensing (twos) post-sense. The rv lead remains in use. No patient complications have been reported as a result of this event.